Event description:
On (B)(6) 2012, the pt and a company rep reported there was an insulin leak in the system. Pt was unable to determine where the leak originated, and she noticed the condensation in the cartridge compartment before she changed the cartridge. Pt reported the infusion set connection was secure. Her blood glucose elevated to approx 600 mg/dl as a result of the leak. Her target glucose is below 140 mg/dl, and she experienced headaches and attempted to decrease blood glucose by bolusing. Pt's blood glucose has returned to normal, and the company rep assisted with programming her backup infusion device. The infusion device, infusion set, adapter, and cartridge were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.